Event description:
A physician reported that during an intraocular lens (iol) implant procedure, reported that a staffer performed setting as usual and advanced a lens. Then, the lens was advanced faster than usual, reportedly. When it was handed over to doctor started implanting it and as well realized that it was advanced faster than usual and stopped implanting it. The lens was not inserted into a patient's eye. The surgery was completed after replacing the product with another one. Additional information was received stating that plunger was advancing faster than normal.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. The device was received in an opened blister tray. Solution is dried in the device. The lock-out assembly has been removed. The plunger has been advanced almost to the depth guard. One haptic was observed in the nozzle tip, the remaining iol is not returned. The lever is moving freely. The device is taken apart for further testing. No damage observed to the internal parts of the device. The device was reloaded and was reactivated with a new canister. The failure mode could not be replicated; the device activated with no issues, no problems with plunger speed observed. We are unable to determine the root cause for the reported complaint plunger was advancing faster than normal. The device was retested with a new gas canister, no issues with activation or plunger advancement/plunger speed observed. Failure mode could not be replicated. No damage observed to the internal parts of the autonome device. The device performance at the time of the activation in customers' facility cannot be confirmed. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.